Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared an elective replacement indicator (eri) with a battery voltage of 2.68 volts and a charge time of 23.2 sec. There was no report of adverse patient effects. The device remains implanted and in service.